Manufacturer narrative:
(B)(4). Batch # m91j7a. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Method. Result and conclusion codes = ni.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that when applying the clips, the clips were not forming properly; the clips were coming out "u" shaped. Also, several times after firing the device, no clip was dispensed. The case was completed with another device of the same product code, but a different lot number. There were no patient consequences reported.